Manufacturer narrative:
.

Event description:
It was reported thru an implant card that vns patient underwent full revision surgery due to high impedance. The lead impedance after the surgery was marked as ok on the implant card received. Attempts for additional relevant information have been unsuccessful to date.